Event description:
Since starting physical therapy which involved using a tens unit on his hand, the patient experienced sharp shocks in his shoulder blades that caused him to jump when the implantable neurostimulator (ins) was turned on. The patient could not feel the stimulation in his legs. The patient was at home. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.